Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that there was a twist in the middle of the armada 18 balloon during use in the long calcified lesion in the superficial femoral artery. There was no issue with deflation of the balloon. After removal of the balloon from the anatomy, a twist in the middle of the balloon was noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported irregular inflation and unusual fold appearance was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not indicate a lot specific quality issue. A cine was received and reviewed by an abbott vascular senior medical advisor. The twist in the middle was confirmed in all the images sent. The calcified lesion in the superficial femoral artery was also confirmed. It cannot be definitively concluded if it was a device issue that contributed to the twist of the balloon or the lesion pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.